Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and suprarenal device in 2014. The 4 year follow-up showed the presence of a type iii endoleak and sac enlargement; however, the endoleak was not specified to be a iiia or a iiib, and the amount of sac enlargement was not specified. A re-intervention was performed on (B)(6) 2018 where the endoleak was confirmed to be a type iiib. The afx stent graft was successfully relined with an ovation graft resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.